Event description:
Approximately 3 year(s), 8 month(s) and 13 day(s) post-operative of a left rtsa, it was reported via clinical study that the patient experienced disassociation of polyethylene. Subject was golfing, heard popping and pain. The patient underwent a standard reverse with preserve stem revision with the removal of the preserve stem (rtsa), humeral tray, humeral liner, glenosphere, glenosphere locking screw, and glenoid base plate. The outcome of this event is considered resolved and the clinical report indicates that this event is definitely related to the device(s) and definitely not related to the procedure.

Manufacturer narrative:
Concomitant device(s): 300-30-06 - equinoxe preserve stem 6mm: (B)(6); 320-01-46 - equinoxe reverse 46mm glenosphere: (B)(6); 320-15-01 - eq rev glenoid plate: (B)(6); 320-15-05 - eq rev locking screw: (B)(6); 320-20-00 - eq reverse torque defining screw kit: (B)(6); 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: (B)(6); 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: (B)(6); 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm: (B)(6); 321-20-00 - equinoxe reverse shoulder drill kit: (B)(6).